Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log and the device failed test steps during testing. The device's sensor board, oxygen blending module board and interface board were replaced to address the issues.